Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(6). (B)(4). Investigation results: a visual evaluation was performed on the returned device. The push catheter and the guide catheter were found to be kinked in several locations. Also, the guide catheter was noted broken and stretched. These failure modes identified can easily cause issues during the stent deployment; consequently, confirming the reported complaint. No other issue was noted. The failures found (push catheter / guide catheter kinked and guide catheter stretched and broken) are issues that could have been generated by the manipulation of the device by the user. Customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the push catheter bound by kinks and bends, the device would become difficult retract the guide catheter; this can also cause the guide catheter to become damaged during the handling of the unit, which is consistent with the analysis of the returned product performed since the guide catheter was found kinked, stretched and broken. These conditions time can cause difficulties during deployment of the stent in a clinical setting. Therefore, it was concluded that the investigation conclusion code of this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. DHR review was performed and no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and extraction of calculations in the biliary duct performed on (B)(6) 2019. According to the complainant, the physician attempted to deploy the 7x10 flexima biliary stent in the bile duct. The physician left the guidewire in the biliary tract and passed the stent down. When the stent was positioned, the physician decided to deploy the stent, and when withdrawing the inner guide catheter, the catheter did not moved and was locked inside of the outer push catheter. The physician decided to withdraw the entire device and completed the procedure. Investigation results revealed that the guide catheter was broken, therefore this event has been deemed an MDR reportable event.